Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed the catheter pump connector had coring-tear-cuts in the seal due to the outlet port and not user related. In addition, the catheter pump connector suture ring was broken.

Event description:
It was reported that the pump was to be replaced; reason unknown. The pump first had be extracted very carefully not to damage the catheter. An incision was made to remove the patient¿s pump. When the pump was exposed and there was a search for the catheter, but the adhesion was too strong, so it was very difficult. While the catheter was exposed, the catheter was carefully cut into extremely thin slices of about 0.5 mm x1 mm using an electrosurgical knife. Replacement of the catheter was recommended (as had been described prior to the operation), however it was thought that they could try going about it without conducting a replacement since there were only a few slices. There was question regarding the thickness of the catheter. The physician was asked his opinion and he determined the slices were extremely thin but were greater than the thickness of the catheter in the medullary cavity side. The physician did not confirm leakage from this catheter at that time and the fragment of catheter was very small. So, the plan remained unchanged and only a pump replacement was to be performed. Afterwards, the pump and the catheter were extracted and then the medicine was ¿sucked out¿ via a tuberculin syringe. However, it was also reported that the catheter was not replaced. Additional information was requested to clarify event details, event/replacement date and current patient status. The event date was confirmed as (B)(6) 2014. The catheter was unintentionally cut by the cautery knife but the physician determined the catheter could still be used. The physician had not taken additional actions or interventions. Reportedly, only the small fraction of the catheter that was cut was extracted. There were no details provided as to if the catheter was revised. It remained unknown if the patient had symptom prior to the pump replacement. The patient¿s current status was reported as it seemed to be no problem with the patient because no adverse event information was further received. This device system delivered gabalon. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2016 information was received from the health care provider that the patient's underlying disease was spinal in origin and spastic paralysis with unknown cause. The date of onset was not known. Complications and past history were also reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the patient's birthdate was removed and age was adjusted. In addition, it was further reported that during the pump replacement, the catheter on the pump side was slightly damaged at 5 cm from the pump connection. Should additional information be received a supplemental report will be filed.